Manufacturer narrative:
The field service engineer (fse) evaluated the device and found it fails operational check at etco2 testing. The device needs an etco2 module. Upon conclusion of the evaluation, it was determined that the et co2 module requires replacement. It was replaced. The device passed testing and was put back into service.

Event description:
It was reported to philips that the device fails the operational check at co2 testing. There was no patient involvement.